Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm. Intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that thre is a button error. The blood glucose reading is 176 mg/dl. Nothing further reported.